Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The cause of the reported difficulties could not be determined. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery. The 3.25 x 8 mm nc trek balloon catheter was advanced over a prowater guide wire; however, resistance was noted. During removal, resistance was noted again with the guide wire. The balloon catheter never reached the anatomy. A new 3.25 x 8 mm nc trek balloon catheter was used successfully with the same guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.